Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. No drive/motor anomaly noted during testing. The pump was cut open and traces of moisture on force sensor noted during visual inspection. The pump was received with minor scratches on lcd window and scratched case. In summary, the pump passed functional testing. Delivery anomaly-prime/fill anomaly not confirmed. Expose to moisture noted during visual inspection. Drive/motor anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the motor stops during priming and excess insulin is dripping out/squirting out of the pump during the fill tubing. The customer reported no adverse event. The event involved product(s) mmt-396a and mmt-1884. Troubleshooting was performed, and the customer set up a new reservoir and tubing, restarted the load reservoir process, and insulin continued to exit out of the tubing. No harm requiring medical intervention was reported. Mmt-396a and mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.